Event description:
It was reported, the patient experienced difficulty with using the buttons on the patient programmer to attain a comfortable level of stimulation. Replacement device resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.